Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient expired. The site confirmed that this is a non-cardiac death and no death certificate or relative documentation is available.

Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2013-00805, 2134265-2013-00806, 2134265-2013-00807. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented due to stable angina (ccs classification 1) and was referred for cardiac catheterization. The 1st de novo target lesion was located in the distal left circumflex artery (dist lcx) with 90% stenosis and was 8mm long with a reference vessel diameter of 2.4mm. The physician treated the lesion with pre-dilation and placement of a 2.50x12mm taxus element stent, with 0% residual stenosis following post-dilation. The 2nd de novo target lesion was located in the proximal left circumflex artery (prox lcx) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x16mm taxus element stent, with 0% residual stenosis following post-dilation. The 3rd de novo target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x12mm taxus element stent, with 0% residual stenosis following post-dilation. The 4th de novo target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 9mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x20mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. On an unknown date in 2012, the patient died. No additional information is available at this time.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).